Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's mother to use the smart device's bluetooth settings to forget all other bluetooth devices, disable then re-enable bluetooth, swipe kill all background applications, and reset the smart device which was successful; patient's smart device started displaying readings. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/06/2016 and could confirm the reported loss of connection. No additional patient or event information is available